Event description:
It was reported while using the bd bactec¿ fx40 instrument, the ups caught fire. There were no injuries or damage to structures. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: the customer reported that the ups in use with a bactec fx40 instrument caught fire. A bd field service engineer (fse) was dispatched to investigate. The fse replaced the ups, checked ups and instrument operation and both were working properly, additionally cleaned the air filter and sanitized instrument, after which the issue was resolved. The root cause is unknown. This is a confirmed failure of a spare part of a bd product. The ups powervar model: abce802-22 has been designed and manufactured in such a way as to reduce, as far as possible, the risks of fire or explosion during normal use and in single fault condition. It has been evaluated to and meets the requirements of the following standards: ¿ ansi/ul 1778 (ul file: e122401). ¿ csa 22.2 nos. 107.3-14 (ul file: e122401). Physical samples were not received by quality for investigation and thus, returned material investigation could not occur. If physical samples are received at a later date, the complaint may be reopened. However, pictures were provided. There is no DHR review because this is a spare part. There is no service history because this investigation is for a spare part, not an instrument. Bd quality will continue to closely monitor for trends associated with this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd bactec¿ fx40 instrument, the ups caught fire. There were no injuries or damage to structures. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.